Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert for aborted shock due to lead noise. Noise could not be reproduced with pocket manipulation or isometrics. The lead was capped and replaced on (B)(6) 2016. Patient condition was good.